Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, abdominal pain, discomfort during drain and shivering. The cause of the event was not reported. The patient was given paracetamol for the events. It was reported the patient was transferred to an emergency room: however, it was not reported if the patient was hospitalized. At the time of this report, pd therapy was discontinued and the patient outcome was "not resolved". No additional information is available.